Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection of a supply line to the bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that the connection around supply line was a little damp. The technical service representative (tsr) explained the alarm and had the patient cycle power on the device to clear it. The tsr had the patient close the clamps, disconnect aseptically, cycle power and press go to end therapy. The patient believed that the connection was loose and the device alarmed after they pulled on it a little. The alarm cleared and therapy ended. There was no patient injury or medical intervention associated with this event. No additional information is available.